Manufacturer narrative:
(B)(4). Additional information: this complaint for a report of the patient disconnecting and not placing a flexicap on the patient line could not be confirmed due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a therapy issue during drain 8 of 8 while using the homechoice. The home patient (hp) had disconnected to go to the restroom and forgot to place a flexicap on the patient line. The hp requested assistance with ending the therapy. The technical service representative (tsr) assisted the hp with ending the therapy. There was patient involvement but no patient injury associated with this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available a follow-up report will be submitted.